Event description:
Ous MDR - the balloon was inflated in the severely calcified lesion and ruptured during the second inflation at a pressure of 18bar.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. It was returned in a deflated state with blood and contrast medium residue inside the balloon lumen. At a pressure of 4-5 atm a fine jet of water was observed 4 mm proximal to the distal balloon marker. Further microscopic analysis showed scratches on the balloon surface in close vicinity of the pinhole. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Due to the scratch marks in vicinity to the microscopic damage in the the balloon surface, the damage was most likely caused during the intervention by patients anatomy.